Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous vessel below the knee. The 2.5 mm x 20mm coyote balloon was advanced into the patient. During the first inflation, the coyote balloon ruptured at 10atms. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous vessel below the knee. The 2.5 mm x 20mm coyote balloon was advanced into the patient. During the first inflation, the coyote balloon ruptured at 10atms. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).